Manufacturer narrative:
Product event summary: a partial lead was returned in segments. Visual analysis revealed the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a cut and a tear, the outer insulation of the lead became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead insulation had "snow plowed" distally during explant. Inspection of the lead showed a portion of the rv lead was without outer insulation. The rv lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, implanted (B)(6) 2008. (B)(4).